Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the implantable neurostimulator (ins) failed in (B)(6) 2005. There were no traumas, falls, or unrelated medical procedures reported. The ins was replaced. A revision occurred. The stimulation never worked right. Relevant medical history included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.